Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the tap was taken off the tube, the customer realized that the tap seemed to be rusted. We have received the unit and took off the tap and verified that the tube internally is also rusted."